Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the neptune was connected to 110 vac. The unit failed the initial power connect test with no electrical response at all. This failure is indicative of a faulty power supply pcb. A known functioning power supply pcb was installed which by-passed the original power supply board. The unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) And the temperature display accuracy test with no issues. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint was confirmed. The power supply pcb was found to be defective. All units being returned for service will have power supply pcbs replaced if they are older than 3 years. This pcb was manufactured 26 march 2007 and will be replaced.

Event description:
The event is reported as: the unit turns off intermittently. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 06/07/2007. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit turns off intermittently. There was no patient involvement reported.